Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device was deployed together with t1 during the first push. Both t implants were removed from the patient. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar stuck extended beyond the needle tip with no suture or implants returned. There is biological debris on the returned item. A functional evaluation was performed on the returned device and found it does not cycle as designed due to the overextension of the actuator bar. The failure to cycle have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device, excessive retraction of the device causing t2 to be pulled from the needle or an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.